Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found the high pressure regulator to be faulty as a result of opening the helium tank. The helium escapes through the regulator. To fix the issue, the fse replaced the high pressure regulator and tubing assembly, an performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g2, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.